Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional procodes: gxl, hxx 05.000.008 synthese lot: 008145 supplier lot: 008145 release to warehouse date: (B)(6) 2022 supplier: triangular manufacturing no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: it was reported that the item's have performance issues. 008145=fast/medium speed not work. The repair technician reported the device runs intermittently in reverse mode and does not run in fast forward and forward mode, discolored wires and brown residue on the motor and barriers. The cause of the issue is unknown. The reason for repair is damaged component. The following parts were replaced: circuit board, motor, housing barrier, cam screw, membrane switch etc. The item passed synthese final inspection and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during weekly audit on (B)(6) 2022, the hand piece for battery-powered drive had performance issues; fast/medium speed did not work. There was no patient involvement. Upon manufacturer investigation, it was determined that the device runs intermittently in reverse mode and does not run in fast forward and forward mode; discolored wires and brown residue on the motor and barriers. This report is for a hand piece for battery powered driver. This is report 1 of 1 for (B)(4).